Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window and cracked belt clip slot.

Event description:
It was reported that the pump's act button does not work appropriately. Customer has to press it very hard for the button to work and it still takes more than one time for the button to react. Customer's blood glucose level was 8.6 mmol/l. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.